Event description:
The account alleged that the head of the bed would not raise but all other functions worked. No injury reported.

Manufacturer narrative:
The account found the high voltage board and the logic board were not working. After further assessment the account found the high voltage board was wet and was shorting the logic board. The account replaced the high voltage board and the logic board to resolve the issue.